Manufacturer narrative:
B4: 03sep2021. The remote service engineer (rse) advise the customer to check the air and o2 flows per the service manual. The customer found the flow was too high so the flow sensor assembly was replaced and the issue was resolved. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
The device was being set up for patient use at the time of the event. There was a small and completely marginal delay in the treatment as the hospital had to switch to another ventilator before the patient was placed on the device. There was no report of patient or user harm. The gas delivery system was returned for failure investigation (fi). Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. The gas delivery system (gds) was tested, and the unit won't go into standby mode could not be duplicated.

Manufacturer narrative:
Date of report: 20may2021. There was no patient involvement.

Event description:
The customer reported the ventilator would not go into standby mode while the bacteria filter was in place and the ventilator was in st mode. There was no patient involvement.